Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified; however, the report noted operative technique contributed to the reported event. MFR# (B)(4).

Event description:
It was reported that during a left eye (os) cataract plus trabecular microbypass stent system procedure, the stent "came loose" from the trabecular meshwork (tm) during irrigation and aspiration, and it was observed stuck under the intraocular lens (iol). Reportedly, the surgeon''s attempt to remove the stent intraoperatively was unsuccessful, and then elected to leave the stent in place, since it was not in the central vision. The report noted that surgeon will monitor the stent location, and there was no patient''s injury. Additional information has been requested.